Event description:
Bd peripheral IV catheter with blood control technology bled when attempting to withdraw the needle. Also, the needle got stuck and did not retract until it was almost completely withdrawn from the catheter.